Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore mycromesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic inguinal hernia repair on (B)(6) 1995 whereby a gore mycromesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure was performed whereby the gore device was explanted. It was reported the patient alleges the following injuries: chronic debilitating pain, adhesions, mesh removal, mental anguish, loss of consortium. Additional event specific information and medical records have been requested.

Manufacturer narrative:
H6: updated patient codes [none]. H6: updated device codes [none]. H6: updated conclusion codes. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Previous patient codes (1994, 1695, 3191: used for ¿loss of consortium¿ and ¿mental anguish¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The following information was determined from the medical records. Medical records: the known medical records span (B)(6)1995 through (B)(6)2016 and not all records received in this time span are relevant to gore® mycromesh® biomaterial records between (B)(6)1995 through (B)(6)2016 were not provided. Patient information: medical history: chronic pelvic pain, pelvic congestion, endometriosis, infertility, left inguinal hernia. Prior surgical procedures: [none provided]. Implant preoperative complaints: (B)(6)1995: ¿the patient is a 34-year-old white female with a longstanding history of pelvic pain who was noted to have left inguinal herniorrhaphy as the first part of a combined surgical effort by general surgery and gynecology for her chronic pelvis pain.¿ implant procedure: laparoscopic inguinal herniorrhaphy. Implant: gore® mycromesh® biomaterial (1mym12/8886-064) 8cm x 12cm. Implant date: (B)(6) 1995 [hospitalization dates unknown] description of hernia being treated: ¿the area lateral to the epigastric vessels was explored and there was indirect hernial defect with preperitoneal fat and reflection of peritoneum which was bluntly dissected out of the defect and retracted cephalad. The area medial to the epigastrics was explored and no hernia was noted. Cooper¿s ligament was cleared of its overlying connective tissue so that it was visualized clearly. Femoral canal deep to cooper¿s ligament was explored and clearly visualized and no femoral hernia was noted. The vessel to cooper¿s ligament was clopped using endoscopic clip applier. It was [sic] not have to be divided, however, to provide good exposure.¿ implant size and fixation: ¿the 2.5 x 4.5 piece of gore-tex mesh was inserted through the 12 mm. Port and using graspers was unfolded and positioned over the hernial defect. This was then stapled circumferentially using transversalis fascia on either side of the epigastric vessels attaching the mesh medially to the lateral rectus fascia and the cooper¿s ligament. This achieved good coverage of the hernial defect.¿ no post-operative records were provided. Explant preoperative complaints: (B)(6)2016: ¿intractable, debilitating left inguinodynia secondary to hernia mesh.¿ explant procedure: left inguinal hernia revision with mesh removal. Explant date: (B)(6)2016 [hospitalization dates unknown]. (B)(6)2016: ¿examination of the abdomen identifies some light adhesions of the colon and greater omentum to the left lower pelvic area. These adhesions are taken down with sharp dissection. Retractors are placed. The mesh is identified at its lateral-most position and is grasped and is placed on some tension and reflected medially. Blunt dissection primarily, with some sharp dissection, is used to free the mesh from the underlying structures that it is attached to, with care taken to stay directly on top of the surface of the mesh. Electrocautery is not used in this dissection. There are noted to be multiple clips in the mesh laterally and these are taken along with the mesh. There is also noted to be quite a few clips in and around the inferior epigastric artery and vein at the origin of the femoral vein. These clips are taken out with great care so as not to injure the femoral vein, and a bleeder is encountered in the inferior epigastric vein at its origin and this was controlled with a figure-of-eight-3-0 prolene suture. The dissection then proceeds medially to cooper¿s ligament where these attachments are released and the mesh is completely released and is removed from the field and delivered to a separate field for later photography. Inspection of the wound identified satisfactory hemostasis. There is noted to be no evidence of a residual hernia.¿ copies of the photographs taken of the explanted device were not provided. There was no description or identification supplied in the explant procedure. Conclusion: it should be noted that the gore® mycromesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ further, the IFU provided stapling instructions for use, including, ¿staples can be used as an alternative to sutures. Staple size and spacing should be determined by surgeon preference to provide for adequate tissue fixation and to prevent reherniation.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance, tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added patient medical history. H6: corrected conclusion code. H10/11: added medical record summary. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: operative records dated (B)(6) 1995 indicate the patient underwent laparoscopic inguinal herniorrhaphy for diagnoses of chronic pelvic pain and a left inguinal hernia. The records state: ¿the patient is a 34-year-old white female with a longstanding history of pelvic pain who was noted to have left inguinal herniorrhaphy as the first part of a combined surgical effort by general surgery and gynecology for her chronic pelvis pain.¿ pre-operative diagnoses are noted as pelvic pain, pelvic congestion, endometriosis, infertility, and left inguinal hernia. The 12/7/1995 records state: ¿the epigastrics were clearly visualized and what appeared to be an indirect inguinal hernia was noted lateral to the epigastrics.¿ ¿the area lateral to the epigastric vessels was explored and there was indirect hernial defect with preperitoneal fat and reflection of peritoneum which was bluntly dissected out of the defect and retracted cephalad. The area medial to the epigastrics was explored and no hernia was noted. Cooper¿s ligament was cleared of its overlying connective tissue so that it was visualized clearly. Femoral canal deep to cooper¿s ligament was explored and clearly visualized and no femoral hernia was noted. The vessel to cooper¿s ligament was clopped using endoscopic clip applier. It was not have to be divided, however, to provide good exposure.¿ the 12/7/1995 records continue: ¿the round ligament was then further cleared and small vessel adherent to it was dissected free and divided between clips. The round ligament was doubly clopped proximally and distally and transected to allow good seating of the mesh. The left side of the pelvis was thoroughly irrigated and suctioned again and hemostasis was good at this point. The 2.5 x 4.5 piece of gore-tex mesh was inserted through the 12 mm. Port and using graspers was unfolded and positioned over the hernial defect. This was then stapled circumferentially using transversalis fascia on either side of the epigastric vessels attaching the mesh medially to the lateral rectus fascia and the cooper¿s ligament. This achieved good coverage of the hernial defect.¿ the records confirm a gore mycromesh® biomaterial (1mym12/8886-064) was used during the procedure. Records between 12/7/1995 and 9/22/2016 were not provided. Operative records dated 9/22/2016 indicate the patient underwent left inguinal hernia revision with mesh removal. Postoperative diagnosis is noted as ¿intractable, debilitating left inguinodynia secondary to hernia mesh.¿ the 9/22/2016 records state: ¿examination of the abdomen identifies some light adhesions of the colon and greater omentum to the left lower pelvic area. These adhesions are taken down with sharp dissection. Retractors are placed. The mesh is identified at its lateral-most position and is grasped and is placed on some tension and reflected medially. Blunt dissection primarily, with some sharp dissection, is used to free the mesh from the underlying structures that it is attached to, with care taken to stay directly on top of the surface of the mesh. Electrocautery is not used in this dissection. There are noted to be multiple clips in the mesh laterally and these are taken along with the mesh. There is also noted to be quite a few clips in and around the inferior epigastric artery and vein at the origin of the femoral vein. These clips are taken out with great care so as not to injure the femoral vein, and a bleeder is encountered in the inferior epigastric vein at its origin and this was controlled with a figure-of-eight-3-0 prolene suture. The dissection then proceeds medially to cooper¿s ligament where these attachments are released and the mesh is completely released and is removed from the field and delivered to a separate field for later photography. Inspection of the wound identified satisfactory hemostasis. There is noted to be no evidence of a residual hernia.¿ copies of the noted photographs taken of the explanted mesh were not provided to gore. Additionally, there is no mention of infection involving the gore device. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore mycromesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® mycromesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated patient codes [none]. H6: updated device codes [none]. H6: updated conclusion codes. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Previous patient codes (1994, 1695, 3191: used for ¿loss of consortium¿ and ¿mental anguish¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The following information was determined from the medical records. Medical records: ¿ the known medical records span (B)(6) 1995 through (B)(6) 2016 and not all records received in this time span are relevant to gore® mycromesh® biomaterial ¿ records between (B)(6) 1995 through (B)(6) 2016 were not provided. Patient information: medical history: ¿ chronic pelvic pain. ¿ pelvic congestion. ¿ endometriosis. ¿ infertility. ¿ left inguinal hernia. Prior surgical procedures: [none provided]. Implant preoperative complaints: (B)(6) 1995: ¿the patient is a 34-year-old white female with a longstanding history of pelvic pain who was noted to have left inguinal herniorrhaphy as the first part of a combined surgical effort by general surgery and gynecology for her chronic pelvis pain.¿ implant procedure: laparoscopic inguinal herniorrhaphy. Implant: gore® mycromesh® biomaterial (1mym12/8886-064) 8cm x 12cm. Implant date: (B)(6) 1995 [hospitalization dates unknown]. Description of hernia being treated: ¿the area lateral to the epigastric vessels was explored and there was indirect hernial defect with preperitoneal fat and reflection of peritoneum which was bluntly dissected out of the defect and retracted cephalad. The area medial to the epigastrics was explored and no hernia was noted. Cooper¿s ligament was cleared of its overlying connective tissue so that it was visualized clearly. Femoral canal deep to cooper¿s ligament was explored and clearly visualized and no femoral hernia was noted. The vessel to cooper¿s ligament was clopped using endoscopic clip applier. It was [sic] not have to be divided, however, to provide good exposure.¿ implant size and fixation: ¿the 2.5 x 4.5 piece of gore-tex mesh was inserted through the 12 mm. Port and using graspers was unfolded and positioned over the hernial defect. This was then stapled circumferentially using transversalis fascia on either side of the epigastric vessels attaching the mesh medially to the lateral rectus fascia and the cooper¿s ligament. This achieved good coverage of the hernial defect.¿ no post-operative records were provided. Explant preoperative complaints: (B)(6) 2016: ¿intractable, debilitating left inguinodynia secondary to hernia mesh.¿ explant procedure: left inguinal hernia revision with mesh removal. Explant date: (B)(6) 2016 [hospitalization dates unknown]. (B)(6) 2016: ¿examination of the abdomen identifies some light adhesions of the colon and greater omentum to the left lower pelvic area. These adhesions are taken down with sharp dissection. Retractors are placed. The mesh is identified at its lateral most position and is grasped and is placed on some tension and reflected medially. Blunt dissection primarily, with some sharp dissection, is used to free the mesh from the underlying structures that it is attached to, with care taken to stay directly on top of the surface of the mesh. Electrocautery is not used in this dissection. There are noted to be multiple clips in the mesh laterally and these are taken along with the mesh. There is also noted to be quite a few clips in and around the inferior epigastric artery and vein at the origin of the femoral vein. These clips are taken out with great care so as not to injure the femoral vein, and a bleeder is encountered in the inferior epigastric vein at its origin and this was controlled with a figure-of-eight-3-0 prolene suture. The dissection then proceeds medially to cooper¿s ligament where these attachments are released and the mesh is completely released and is removed from the field and delivered to a separate field for later photography. Inspection of the wound identified satisfactory hemostasis. There is noted to be no evidence of a residual hernia.¿ copies of the photographs taken of the explanted device were not provided. There was no description or identification supplied in the explant procedure. Conclusion: it should be noted that the gore® mycromesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ further, the IFU provided stapling instructions for use, including, ¿staples can be used as an alternative to sutures. Staple size and spacing should be determined by surgeon preference to provide for adequate tissue fixation and to prevent reherniation.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance, tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
G4: corrected date. H6: updated results code. H6: conclusion code remains unchanged.

Manufacturer narrative:
PMA/510k: corrected date. Corrected result code. The manufacturing records for this lot are beyond the required retention period and therefore, cannot be reviewed.  Although documents are unavailable, standard manufacturing procedures require lot history review before release of the device to ensure compliance with device specifications. Conclusion code remains unchanged.